Manufacturer narrative:
(B)(4). This was a report of a use error where the patient dropped the patient line on the floor. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during repriming of peritoneal dialysis therapy. The patient line was dropped on the floor. The patient would continue therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.